Event description:
An international distribution was informed by a physician that a patient's vns device had exhibited high lead impedance (7021 ohms) and that a surgical intervention to evaluate the connection between the lead and generator was planned. X-rays were submitted which indicated a possible pin insertion issue although the x-rays were not definitive. Submitted diagnostic data confirmed the reported measurement of 7021 ohms on (B)(6) 2015. Subsequent follow-up determined that patient manipulation or trauma was not believed to be a contributing factor and no adverse events have been reported. Surgery occurred on (B)(6) 2015 and it was reported that the cause of the high lead impedance was determined to be adhering blood/biological material on the lead pin which the physician believes was present from the initial operation on (B)(6) 2014. The physician confirmed that the lead pin was past the connector block. The physician removed the biological material and re-inserted the lead resulting in normal lead impedance, 2776 ohms.